Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, magnetic sensor (error code 116) was displayed on the system while using a pentaray nav high-density mapping eco catheter. The cable was replaced with no resolution. The catheter was replaced, and the issue resolved. Later during the afib case the patient became hypotensive, and cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove an unspecific amount of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. There¿s no information regarding extended hospitalization, patient¿s outcome, or the physician¿s causality opinion. No biosense webster inc. Product malfunctions were reported. The overserved magnetic sensor error has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained, it will be assessed and processed accordingly.